Event description:
Additional information received indicated that a surgical procedure was performed in which this right atrial (ra) lead was partially abandoned and successfully replaced with a new lead. The cardiac resynchronization therapy defibrillator (crt-d) was explanted as well due to normal battery depletion. Further information obtained from a field representative indicated that prior to the procedure, testing through the device showed no ra capture, noise on the ra channel, as well as maximum elevated ra pace impedance measurements. The lead was found damaged when the pocket was explored. Thus, the lead was no longer tested on a pacing system analyzer (psa). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited repeated high out-of-range (oor) pace lead impedance (pli) greater than 3,000 ohms. A healthcare provider (hcp)dismissed the alert and inquired about being re-alerted for new oor measurements. An ra lead issue was suspected. Boston scientific technical services (ts) discussed how alerts work on the device. The hcp was still investigating the oor ra pli measurement with the physician. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal portion of this lead was removed and is expected to be returned for analysis. This report will be updated upon return and completion of analysis.